Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet experienced hypoglycemia, and a clinician advised gentle treatment of low glucose, announcing carbohydrate intake with meals, and performing a factory reset using week 1 learning phase rules with the usual target. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included no reported injury, hospitalization, or medical intervention beyond oral glucose guidance. Investigation included review of user-reported history and attempts to contact the caregiver for troubleshooting and education. Investigation of this case revealed no device malfunction identified and no device component implicated, and the cause of hypoglycemia remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.